Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had blood glucose levels of 43mg/dl. The customer states that sometimes they do not eat, causing them to have low blood glucose levels. Troubleshooting was declined.